Manufacturer narrative:
(B)(4). Batch# r93r6x. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information requested but not received how much blood was lost (ml)? Did the patient require a transfusion? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)?

Event description:
It was reported that during the endoscopic pulmonary segmentectomy when severing the vessel on the second firing, after fired, could open the jaw but could not remove the device. At last removed it with big force and the vessel was bleeding. Used hemolok to stop bleeding. Checked the reload, noted one staple with straight leg. The patient is stable and in the hospital now.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 4/8/2019. Batch # r58e6j. Investigation summary the analysis found that one pve35a device was returned with no apparent damage and with one cartridge reload not loaded on the device. The reload was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The damaged on the cartridge deck is consistent with the damaged noted on the picture provided where a staple appears to be stuck between the driver and the pocket. The damage is noted to be from the inside out to the cartridge deck, however no conclusion could be reached as to how this type of damage occurred. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Four pictures were provided; picture one shows tissue with several staples present. The staples can be seen with the proper formed shape and ooze is observed. Picture two shows a white reload from the top view. The reload can be seen fully fired, two completely formed shape staples can be seen in the cartridge deck and one unformed staples in the pocket. Pictures three and four shows a white reload from the top view. The reload can be seen fully fired, one completely formed shape staples in the cartridge deck and one unformed staples in the pocket can be seen. Based on the condition noted on the staple, the event describe is confirmed, however no conclusion or root cause could be determined. Additional information requested and received: how much blood was lost (ml)? 50ml did the patient require a transfusion? No . Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.